Event description:
Performed a back to back test on teh device within 2 minutes with results of 166mg/dl and 93mg/dl. No adverse event reported and no treatment received. Quality controls were not used on the drum of strips that the back to back were performd on. Requested return of suspect device and replacement was sent.